Event description:
Following a ptca/stent procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, 2-3 hours following deployment, the nurse noted a small hematoma (4 cm) and blood on the pt's bed sheets. Manual compression was held for a duration of 20 minutes, following which the hematoma resolved and hemostasis was again achieved. The pt was ambulated approx. 6 hours following the resolution of the hematoma, and was discharged with good pulses.